Event description:
In 2009, x-ray indicated broken pedicle screw. Revision surgery conducted to regain correction.patient's status: revised construct.

Event description:
The customer states that a patient sample generated a falsely positive result of 25.5 iu/ml when testing for toxoplasmosis igg. The sample was repeated yielding a negative result of 0.0 iu/ml. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
Package insert states "the polaris 5.5 spinal system is intended to assist healing and is not intended to replace normal bony structures. Loads produced by weight bearing and activity levels will dictate the longevity of the implant. The devices are not designed to withstand the unsupported stress of full weight bearing or load bearing, and cannot withstand activity levels and/or loads equal to those placed on normal healthy bone". "Bending, fracture loosening or migration of the implant" is a possible adverse effect.

Manufacturer narrative:
DHR was reviewed, and no anomalies were identified during the manufacturing process.